Event description:
It was reported ant occlusion alarm occurred that could not be resolve despite troubleshooting attempts with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to resolve the issue.